Manufacturer narrative:
Device evaluated by manufacturer: only the main coil was returned for analysis. The coil was returned stuck inside a cordis microcatheter. The catheter was cut and the coil was removed from the catheter. The coil was found to be kinked and stretched. Microscopic inspection revealed that the zap tip of the main coil has a smooth surface. The interlocking arm was inspected, and the interlocking arm was found detached. Dimensional inspection revealed that the number of distal fiber bundles, the overall dimension (od) of zap tip and primary coil (od) are within specification, while the number of proximal fiber bundles did not match with specification as there was loss of fiber bundles.

Event description:
Reportable based on device analysis completed on 11feb2021. It was reported that the coil could not advance through the microcatheter. A 2d 18mm x 40cm interlock-35 embolics was selected for use in an embolization of the spleenic artery. During the procedure, resistance was felt upon advancement on the coil. Subsequently, it was noted that the device could not be pushed and was stuck at the middle of the catheter. The device was pulled out, and the procedure was completed with another of the same device. There were no complications reported and the patient was stable. However, device analysis revealed a detached interlocking arm and loss of proximal fiber bundles.